Event description:
The customer alleged that she performed a control test and received a result of 246 mg/dl. The normal control range was 91-124 mg/dl. No adverse events were alleged. The customer did not have any test strips left from the bottle that gave her the out of range result, so no product will be returned for eval.